Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: the explanted device was received and evaluated; report of leaflet perforations was confirmed. Holes were observed on all three leaflets, one hole on leaflet 1 was approx 2mmx1mm, one hole on leaflet 2 was approx 1mmx1mm, and one hole on leaflet 3 was approx 3mmx1mm. Multiple perforations observed on the outflow aspect of all three leaflets did not penetrate the entire thickness of the leaflets. Holes and perforation were beveled at the outflow aspect. Such observations are typical characteristics of those caused by suture tail abrasion. Suture holes were observed around the entire circumference of the sewing ring, however, no sutures were observed. Host tissue was minimal at the stent outflow. Thrombus was observed on leaflet 1 on the outflow aspect. The x-ray demonstrated no visible calcification on any of the leaflets.. Additional manufacturer narrative: edwards gross analysis of the returned device confirms three (3) holes in the three valve leaflets, likely caused by suture tail abrasions. Suture tail abrasion occurs by contact between an excess suture tail and the leaflet during systole, and is normally related to technical factors and operational context. The product labeling (information for use - IFU) instructs the user to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.

Event description:
Edwards received information that an edwards aortic valve model 2800 23mm was explanted after an implant duration of approximately five (5) years, due to perforations/holes in at least two of the leaflets. The device was returned for evaluation.